Manufacturer narrative:
Technician found the bed with note stating "no head up" isolated problem to head up valve. Replaced the head up valve cartridge to resolve this issue. Bed stored in 5th floor storage.

Event description:
Info received that the head up was not working on this bed. No injury reported.